Manufacturer narrative:
Initial 2 of 5. Based on the available information, this event is deemed to be serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
The patient reported infusion set was accidentally pulled out during use due to tubing catching on something or pump falling and has ripped off which caused high blood glucose levels and it was addressed by correction bolus via pump on (B)(6) 2026.